Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number(B)(4). Event occurred in italy. It was reported that patient faced infusion set blockage at the site event on (B)(6) 2024. The patient resolved the event by changing supplies and successfully resumed insulin therapy. No further information available.